Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented to the physician that the device stopped working due to fluid leak. During explant it was observed that the reservoir was empty, and it is assumed there was a fluid leak in the tubing. The patient was well following the procedure.